Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported the patient was having an issue with the programmer as all of the lights on the back were blinking fast. Patient stated that he was trying to turn the stimulation up last night and it just stopped so now he had no stimulation. Patient mentioned that the ins battery was replaced over 10 years ago and it had been working for 10 years which was great because the last ins worked for 5 years. Pss confirmed that the replacement was due to normal battery depletion. Pss had the patient remove the 9 volt battery from the programmer and reinsert the battery. Patient confirmed that the lights were still flashing fast. Pss advised patient to try new 9 volt battery to see if issue would resolve. Patient stated that he just did that and that fixed it and confirmed the programmer was working. Patient stated that he doesn't understand because usually when the 9 volt battery goes dead, the one light will flash and not all of the lights, so that just confused him. No further complications were reported/anticipated.